Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of endometritis ('endometritis') and abdominal pain lower ('lower abdominal pain') in an adult female patient who had essure (batch no. A45113) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst, cyst aspiration, pelvic pain, numbness, ache, cramp in lower abdomen, burning sensation, flank pain, pyelonephritis, low back pain, digestion impaired, bloating, hypothyroidism, irritable bowel syndrome, itchy rash, ear pain, ovarian pain, vomiting, hyperlipidemia, lumbosacral radiculopathy, gastritis, nausea, tiredness, malaise, breast mass, cervicalgia, numbness of upper extremities, tingling, carpal tunnel syndrome, weight gain, weight loss, constipation, chest tightness, asthma, shortness of breath, muscle strain, flu, allergic rhinitis, salpingo-oophoritis, diverticulitis, abscess, genital bleeding, discomfort, pid pelvic inflammatory disease, vaginal candida, tubal ligation, itchy, menorrhagia, bleeding intermenstrual, bleeding breakthrough, delayed period, headache, trauma, leg pain, erythema, swelling of eyelid, chills, musculoskeletal pain, dyspepsia, lumbar pain, memory loss and photophobia. Previously administered products included for an unreported indication: mirena from 2002 to 2007, motrin, vicodin, flexeril, dicyclomine, motrim, oral contraceptive, microgestin, paragard, mexican and vicoden. Concurrent conditions included obesity, hypothyroidism, rectal bleeding, rotator cuff syndrome, flexible sigmoidoscopy, disability, back injury, fibromyalgia, upper respiratory infection, sinus congestion, bacterial vaginosis, cough, anxiety, gerd, edema peripheral, vaginal odor, morbid obesity, depression, hemorrhoids, human papilloma virus test, cholecystectomy, swelling face, weakness, gastroenteritis, upset stomach, musculoskeletal pain, heartburn, flatulence, diarrhea, gastric bypass, joint range of motion decreased, insomnia, acute stress disorder, panniculus, laparoscopy, tonsillectomy, irregular menstrual cycle, cervical cancer, endocervicitis, endometrial biopsy, sinusitis, viral syndrome, overweight, blepharitis, dysuria, hiatal hernia, breast enlargement, iron deficiency anemia, eye irritation, dizziness, pruritus, dermatitis, jaw pain, tb, gallbladder disease, acute gastritis, scarring, pelvic adhesions and allergic reaction to analgesics. Concomitant products included clotrimazole, dicycloverine hydrochloride (dicyclomine), fentanyl (sublimaze), hydrocodone;paracetamol (acetaminophen;hydrocodone), ketorolac tromethamine (toradol), levothyroxine sodium since 1992, metoclopramide hydrochloride (reglan), metronidazole benzoate (flagyl), ondansetron (zofran) and ondansetron hydrochloride (zofran). On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and migraine ("migraines / headaches"). In 2014, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"). In 2016, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain female"), abdominal pain ("abdominal pain") and vaginal odour ("I have strong odor thats comes out"). The patient was treated with topiramate and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the endometritis, pelvic pain, abdominal pain and vaginal odour outcome was unknown and the abdominal pain lower, dysmenorrhoea, dyspareunia, migraine and fatigue was resolving. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, endometritis, fatigue, migraine, pelvic pain and vaginal odour to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2013 (discrepancy noted) plaintiff received treatment for dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic/abdominal pain. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2018: impression: no acute process in the abdomen 0r' pelvis.. Computerised tomogram pelvis - on (B)(6) 2009: impression: essentially negative study. Hysterosalpingogram - on (B)(6) 2012: findings/ impression: vertebral bodies are normal in height and alignment. Degenerative changes noted. There is disk space narrowing at l5-s1. No soft tissue abnormality is identified.; on (B)(6) 2013: (B)(6) 2013 results: total bilateral occlusion; on (B)(6) 2013: findings/ impression: prominent stool seen throughout the colon. No abnormal calcifications are identified. Incidental bilateral essure micro-inserts within the pelvis. There is prior cholecystectomy. Surgical suture material is seen within the left upper quadrant.. Pathology test - on (B)(6) 2014: a. Fragments of endocervical mucosa with acute and chronic endocervicitis. B. Fragments of weekly secretoryendometrial tissue with histological evidence of bleeding, clinically endometrial biopsy.; on (B)(6) 2018: right and left salpingectomy: --histologically unremarkable uterine tubes. Clinical information : pelvic pain pre-operative and postoperative diagnosis: pelvic pain.. Pregnancy test - on (B)(6) 2014: negative result. Spinal x-ray - on (B)(6) 2016: straightening of the cervical spine. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: fatigue, abdominal pain lower, dysmenorrhea(cramping), migraine. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Reporters information updated. Event: pelvic pain , abdominal pain were added.fu 3 and fu 4 were processed together. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of endometritis ('endometritis') and abdominal pain lower ('lower abdominal pain') in an adult female patient who had essure (batch no. A45113) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst, cyst aspiration, pelvic pain, numbness, ache, lower abdominal pain, burning sensation, flank pain, pyelonephritis, low back pain, digestion impaired, bloating, hypothyroidism, irritable bowel syndrome, rash, ear pain, ovarian pain, vomiting, hyperlipidemia, lumbosacral radiculopathy, gastritis, nausea, tiredness, malaise, breast mass, cervicalgia, numbness of upper extremities, tingling, carpal tunnel syndrome, weight gain, weight loss, constipation, chest tightness, asthma, shortness of breath, muscle strain, flu, allergic rhinitis, salpingo-oophoritis, diverticulitis, abscess, genital bleeding, discomfort, pid pelvic inflammatory disease, vaginal candida, tubal ligation, itchy, menorrhagia, bleeding intermenstrual, bleeding breakthrough, delayed period, headache, trauma, leg pain, erythema, swelling of eyelid, chills, musculoskeletal pain, dyspepsia, lumbar pain, memory loss and photophobia. Previously administered products included for an unreported indication: mirena from 2002 to 2007, motrin, vicodin, flexeril, dicyclomine, motrim, oral contraceptive, microgestin, paragard, mexican and vicoden. Concurrent conditions included obesity, hypothyroidism, rectal bleeding, rotator cuff syndrome, flexible sigmoidoscopy, disability, back injury, fibromyalgia, upper respiratory infection, sinus congestion, bacterial vaginosis, cough, anxiety, gerd, edema peripheral, vaginal odor, morbid obesity, depression, hemorrhoids, human papilloma virus test, cholecystectomy, swelling face, weakness, gastroenteritis, upset stomach, musculoskeletal pain, heartburn, flatulence, diarrhea, gastric bypass, joint range of motion decreased, insomnia, acute stress disorder, panniculus, laparoscopy, tonsillectomy, irregular menstrual cycle, cervical cancer, endocervicitis, endometrial biopsy, sinusitis, viral syndrome, overweight, blepharitis, dysuria, hiatal hernia, breast enlargement, iron deficiency anemia, eye irritation, dizziness, pruritus, dermatitis, jaw pain, tb, gallbladder disease, acute gastritis, scarring, pelvic adhesions and drug hypersensitivity. Concomitant products included clotrimazole, dicycloverine hydrochloride (dicyclomine), fentanyl, hydrocodone;paracetamol (acetaminophen;hydrocodone), ketorolac tromethamine (toradol), levothyroxine since 1992, metoclopramide hydrochloride (reglan), metronidazole benzoate (flagyl), ondansetron and ondansetron hydrochloride (zofran). On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced migraine ("migraines/headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2014, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"). In 2016, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required) and vaginal odour ("I have strong odor thats comes out"). The patient was treated with topiramate and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the endometritis and vaginal odour outcome was unknown and the abdominal pain lower, migraine, dysmenorrhoea, dyspareunia and fatigue was resolving. The reporter considered abdominal pain lower, dysmenorrhoea, dyspareunia, endometritis, fatigue, migraine and vaginal odour to be related to essure. The reporter commented: right ostia: 5 remaining coils noted. Left ostia: 4 remaining coils were counted. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram on (B)(6) 2018: impression: no acute process in the abdomen 0r' pelvis. Computerised tomogram pelvis on (B)(6) 2009: impression: essentially negative study. Hysterosalpingogram on (B)(6) 2012: findings/ impression: vertebral bodies are normal in height and alignment. Degenerative changes noted. There is disk space narrowing at l5-s1. No soft tissue abnormality is identified.; on (B)(6) 2013: (B)(6) 2013 results: total bilateral occlusion; on (B)(6) 2013: findings/impression: prominent stool seen throughout the colon. No abnormal calcifications are identified. Incidental bilateral essure micro-inserts within the pelvis. There is prior cholecystectomy. Surgical suture material is seen within the left upper quadrant.. Pathology test on (B)(6) 2014: a. Fragments of endocervical mucosa with acute and chronic endocervicitis. B. Fragments of weekly secretoryendometrial tissue with histological evidence of bleeding, clinically endometrial biopsy.; on (B)(6) 2018: right and left salpingectomy: histologically unremarkable uterine tubes. Clinical information : pelvic pain pre-operative and postoperative diagnosis: pelvic pain.. Pregnancy test on (B)(6) 2014: negative result. Spinal x-ray on (B)(6) 2016: straightening of the cervical spine. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: fatigue, abdominal pain lower, dysmenorrhea(cramping), migraine, most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received. Lot number added. Injury nos replace with new events: migraines/headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), lower abdominal pain, fatigue, vaginal odor endometriosis were added. Outcome of the events cramping, dyspareunia, fatigue, migraine, lower abdominal pain were updated. Case becomes incident. New reporters added, plaintiff's information updated. Date of insertion and removal added. Medical history, concomitant conditions, drugs, treatment drugs were added. Lab data added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.